Manufacturer narrative:
Insulin pump received with no down and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test or verify lost sensor alarm and communication anomaly due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had frequent lost sensor signal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.